Event description:
It was reported that it was difficult to disconnect the tubing from the max zero tri-fuse system while on patient use. The customer reported no harm to patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that it was difficult to disconnect the tubing from the max zero tri-fuse system.